Event description:
It was reported that the customer experienced high blood glucose levels and that insulin pump went into threshold suspend mode, possibly due to inaccurate sensor glucose readings. The blood glucose reading was over 600 mg/dl. The customer stated that he received low warnings all day, so he unknowingly treated with soda, chocolate and dinner. No symptoms of high blood glucose were observed. He treated the high blood glucose reading of 598 mg/dl with a bolus using the insulin pump. Upon troubleshooting, the insulin pump was found with the threshold suspend alarm in the alarm history. The device passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.